Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-08069. It was reported that both of the patient's leads were fractured and as a result the patient lost effective therapy. The patient did not report any falls or traumas. Surgical intervention was undertaken to replace the scs system. Effective therapy was restored postoperatively.